Manufacturer narrative:
The end user was a hospice pt with end stage copd. She was oxygen dependant, had recently fractured her shoulder and was on morphine for pain. It was reported that the end user got out of bed and the alarm did not sound. She fell, fracturing her hip. When the pt got up, the alarm came with her and the tether cord remained attached to the device. This would explain why the alarm did not sound. If the alarm had been adequately secured to the bed, the tether would have detached when she got up and the alarm would have sounded. She was hospitalized for pain management and died two days later. The sample was not returned for eval. It is not known if the device was correctly assembled and secured to the bed. A pt alarm will not prevent a fall but rather is one element of a falls prevention program. It was not reported if the death was attributed to her end stage lung disease or the fall. We have determined that user error contributed to the incident. We have had no other complaints for this device in the past 12 months. No corrective action is indicated at this time. However, in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that a female end user got out of bed and the alarm did not sound. She fell and fractured her hip.